Event description:
Us complainant reported that during training, the automated impella controller (aic) failed to read the purge disc. The aic was saying purge disc open without resolution despite trying with multiple different purge cassettes. The aic was removed from service. No patient is involved.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. After reviewing the imc logs from the reported occurrence date, the issues with console¿s inability to read the purge disc and purge system open alarms were confirmed. Multiple instances of purge disc not detected, and purge system open alarms found in the logs from the reported occurrence date. The console was returned and tested after arriving. The purge disc not detected issue was able to be reproduced and the purge flag was found to be broken. The purge system open alarms were not able to be reproduced. It is suspected that since the purge flag was broken, the console never detects a purge disc thus will keep on zeroing/recalibrating from whatever starting point the purge pressure was set to previously which would lead to incorrect readings of purge pressure. The root cause of this issue was broken purge flag.